Manufacturer narrative:
Per tandem's user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of approximately 50-77 mg/dl; cause was unknown. Juice or food were consumed to treat bg level. Reportedly, the customer was using admelog insulin. Recommendation was made to consult with healthcare provider regarding diabetes management.